Event description:
A malfunction alarm, indicated by malf 0, was reported by the customer, but no significant events preceded the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again.